Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the fluid around the battery was confirmed and the fluid was drained. The reporter stated they had happened several times. It was noted the patient was able to adjust stimulation and they were receiving effective therapy. The reporter stated the patient's healthcare professional believed that the patient could not communicate because of the fluid. The reporter further stated the plan was to monitor and see if the fluid returned.

Event description:
It was reported that when the patient got hot and sweaty, he was unable to communicate with his implantable neurostimulator (ins). The patient was therefore unable to change his stimulation. There also appeared to be fluid accumulating around the battery site.